Event description:
The customer reported being hospitalized for low blood glucose. Troubleshooting was performed. The customer stated that she gave herself too much insulin, which caused to drop the glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.